Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. The patient underwent a non-related surgical procedure wherein the device was reportedly placed into surgery mode prior to the procedure. Additional troubleshooting is pending to interrogate the ipg.